Manufacturer narrative:
Additional device implanted and involved in this event: tgu313110j/13759143. Udis for the lots are as follows: tgu404015j/14090183 - (B)(4); tgu313110j/13759143 - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6)2015, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm at the aortic arch. Prior to the implantation of the devices, a bypass surgery was performed from the ascending aorta to the innominate artery, left carotid artery, and the left subclavian artery using vascular grafts. The devices were inserted from one of the vascular grafts used as a bypass. The devices were implanted as intended and the procedure was concluded with no reported complications. The patient tolerated the procedure. On (B)(6) 2015, the patient developed a stroke due to multiple embolisms. MRI images reportedly showed embolization of both vertebral arteries and both internal carotid arteries. It was reported that significant thrombus and calcification were observed in the patient's ascending aorta. The physician reportedly believes that when the clamp on the ascending aorta was released during the bypass portion of the procedure on (B)(6) thrombi broke loose and may have embolized the cerebral blood vessels. The patient is currently in the hospital for treatment of the stroke (type of treatment is unknown). No further adverse events were reported.